Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Claims caster got caught on footplate and chair tipped over.

Manufacturer narrative:
The provider adjusted hardware and repaired device in the field. The device is working properly. Provider repaired

Event description:
Claims caster got caught on footplate and chair tipped over.